Event description:
Following a diagnostic procedure, an angio-seal device was placed. The venous sheath was still in place at the time of angio-seal deployment, which is not in accordance with the instructions for use. Pt was on a heparin drip for this procedure. The site was in good condition through the night, and the pt was ambulated the next day without difficulty. The next evening, the pt experienced a right groin bleed. Manual pressure was held for 15 mins, and a pressure dressing was applied. Hemostasis was again achieved: there was no hematoma, and the pt's pulses were good.